Event description:
After an implantation period of approximately 1 week it was reported that the lead dislodged and it was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Solia s 60 - sn (B)(6). Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observations. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The analysis of the returned lead did not reveal any sign of a material or manufacturing problem. Solia jt 53 - sn (B)(6). The lead is currently not available for analysis. The quality documents accompanying the manufacturing process for the leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the leads functions to be as specified.